Event description:
Customer reports, the catheter was placed suprapubicaly. During transfer to the stretcher, the staff noted the catheter was leaking. Upon investigation, they found a hole in the catheter. The patient, who was awake, was returned to the operating room, re-anesthetized and a new catheter was placed. The patient is doing well.